Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 8/22/2017 with the following findings:the black box data from time of the complaint has been overwritten due to continued use of the pump. Because of the continued use of the pump, the investigation was unable to confirm or duplicate the initial complaint about a call service alarm. During testing, the pump successfully completed a rewind, load, and prime sequence and the 24 hour duration test with no errors, alarms, or warnings occurring. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).